Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23665, reference MFR. Report#: 1627487-2015-23666. Follow-up information revealed the patient's headaches have now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23665. Reference MFR. Report#: 1627487-2015-23666. It was reported during a trial implant procedure, a cerebrospinal fluid (csf) leak occurred. It was also reported the physician continued with the procedure after noticing the csf leak and effective stimulation coverage was obtained. No intervention was undertaken for the csf leak and the patient was initially asymptomatic at the time. Follow-up information revealed the patient stated she experienced moderate to severe headaches, which would subside when she lies down. Additional information revealed the patient underwent a blood patch procedure. Additionally, on (B)(6) 2015, the patient's lead was also explanted.